Manufacturer narrative:
The service engineer confirmed the fault. The liquid crystal display (lcd) backlight was constantly dimming due to a display malfunction. Customer display is the old generation (hydis) and incompatible with second-generation nec. One of the bezel screw holders came off, and the end cap and rear bezel had some minor cracks. A quote was provided to the customer. Further repairs are pending quote acceptance.

Manufacturer narrative:
The bench repair technician upgraded the hydis display to the nec lcd display to fix the flickering issue. During the evaluation, one of the bezel screw holders came off, and there were minor cracks in the end cap and rear bezel. The bench repair technician replaced the screws and front bezel to address the problems. Filters replaced and full preventative maintenance testing completed, all passed. The customer was advised that a new battery is recommended because of its age. Per the v60/v60 plus ventilator service manual, the battery is to be replaced every five years as per periodic maintenance procedures. Although requested to be returned, the removed component was not received for evaluation at this time. If the part is received and evaluated, an additional report will be submitted.

Manufacturer narrative:
Date of report: (B)(6) 2021.

Event description:
It was reported to philips that the device's screen was flashing. Clinical usage is currently unknown requests for further information have been made. There is no report of patient or user harm.